Event description:
It was reported that a user dropped an ilet insulin pump, resulting in a cracked case and screen, and a replacement was arranged; the device was powered down to avoid further alerts, the user was advised to employ backup therapy because insulin delivery and meal announcements were not reliable, to sync data to the mobile app before return, and to return the device using a provided shipping label. Symptoms included no reported injury and no reported adverse blood glucose effects. Outcomes included continued use of the cgm with the dexcom app or receiver and planned receipt of a replacement device that will require a new startup since data will not transfer. Investigation included customer interview and logistical replacement activities. Investigation of this case revealed physical damage to the device housing and display consistent with user dropping the device. It was concluded that the event was due to accidental physical damage and not a device malfunction.